Manufacturer narrative:
Details of complaint: the customer reported that the cns shut down during patient use. The reported device was not returned for product evaluation. The customer identified that the cause of the issue was the hdd. Swapping to the secondary hdd did not resolve the issue. The customer ordered a new hdd, which resolved the issue after installation. Service requested: troubleshooting. Service performed: provided the replacement of the failed hdd via sales. Investigation summary: the root cause of the cns shutdown is a hard drive failure. As this issue has an overall risk score of high, a CAPA is required per corrective action and preventive action process, sop07-003. A hha has been completed for the cns-6201a hard drive failure. CAPA 19-022 was initiated and rejected based on rationale provided in hha 20-001. The problem does not warrant/require a CAPA.

Event description:
The customer reported that the unit had shut down, they swapped the drives and the drive in slot 0 was bad. No patient harm was reported.

Manufacturer narrative:
The customer reported that the unit had shut down, they swapped the drives and the drive in slot 0 was bad. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the unit had shut down, they swapped the drives and the drive in slot 0 was bad. No patient harm was reported.